Manufacturer narrative:
Results/conclusions is based upon evaluation of user facility information and the return sample is based upon evaluation of the retain sample the actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found the adhesion of blood in the gas-in side. The actual sample, after having been rinsed and dried, was leak-tested. A leak was found between the o-ring and the heat exchanger module on the gas-in side. The actual sample was filled with a dyeing solution, pressurized and subjected to visual inspection. The channel of the leak dyed by the pressurization was revealed, where a foreign substance was found to be sticking between the o-ring and the heat exchanger module. The housing was disassembled and the foreign substance was collected. Visual inspection of the foreign substance found it a transparent sheet-like substance. Magnifying inspection of the o-ring found the dyed impression of the shape of the foreign substance on the segment where the foreign substance had adhered. There was no trace of damage caused by the foreign substance. The foreign substance was found to be a polycarbonate. A retention sample was also evaluated. Visual inspection did not find any anomaly. The blood pathway was filled with saline solution and pressurized from the blood inlet port side, no leak was noted. The supplier of the heat exchanger ring was asked to review their DHR. It was found that they had experienced an event of generation of burrs at the molding gate during the molding process of this component. The events recorded in their DHR are as follows. In (B)(6), 2014, during the molding process, they discovered the generation of burrs at the molding gate. The heat exchanger ring is injection-molded. It was found that the molding raw material had overflowed from the molding gate and formed into burrs. The molded component is separated from the molding die by being cut at the gate. The burrs generated at the gate must have been cut off without being noticed during this cutting work. In (B)(6) 2014, the molding gate part was renewed. After this, there has not been any generation of burrs. A review of the manufacturing record did not find any indication of a leak caused by the presence of a foreign substance in the device. A search of the complaint file did not find any other report of this nature for the past three years. During the inspection of the actual sample, a leak was found between the o-ring and the heat exchanger module. It is most likely that the leak occurred at the gap generated by the foreign substance found to be sticking between the o-ring and the heat exchanger module. This product is subjected to 100% leak test. As a cause of the actual sample having passed the leak test as an acceptable, it is assumable that the leak channel changed due to a heat load during the sterilization process. To date, there has not been any report of a leak due to the presence of a polycarbonate between the o-ring and the heat exchanger module. Therefore, this complaint can be regarded as an accidental isolated issue with no effect to other products. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: "do not use an oxygenator that leaks." All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported leakage in the capiox fx25 device. Follow up communication with the user facility reported the following information: under running perfusion during an emergency bypass-operation a fiber break of the oxygenator was observed; a minor blood flow at the gas side was seen; the procedure was completed successfully; and there was not harm to the patient.